Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device via a 6f sheath relative to heart catheterization interventional procedure. Reportedly, after harvesting the suture, when attempting to remove the proglide device resistance was felt and the device could not be removed. The patient was sent for surgery. The patient is fine and surgery went well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.